Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): ¿no patient injury¿ (no consequence or impact to patient). Product problem(s): ¿probe stopped working after 2nd shot (device stops intermittently). A customer reported the laser probe stopped working after the second shot. Another probe was used to complete the case. There was no patient injuries reported.